Event description:
It was reported that the bd safe-clip¿ stopped clipping needles before it was filled. The following information was provided by the initial reporter: "she stated that the safe clip needle clipper is not working and that it is not filled."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ stopped clipping needles before it was filled. The following information was provided by the initial reporter: "she stated that the safe clip needle clipper is not working and that it is not filled."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ stopped clipping needles before it was filled. The following information was provided by the initial reporter: "she stated that the safe clip needle clipper is not working and that it is not filled."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned a safeclip needle trimmer from lot 0286001. The safeclip showed signs of wear in the form of material around the mouth of the trimmer, light signs of use, and potentially material inside the trimmer. The functionality of the safeclip was tested using a spare pen needle. The safeclip managed to trim the pen needle without issue. While the safeclip features signs of use, it is still capable of functioning as intended without difficulty. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the safeclip being unable to trim needles. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd safe-clip¿ stopped clipping needles before it was filled. The following information was provided by the initial reporter: "she stated that the safe clip needle clipper is not working and that it is not filled."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review revealed no deviation of the device specifications, product process and packaging specifications, the quality assurance testing procedures, or sterilization specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.